Manufacturer narrative:
During 48 hours' test period through application of the samples on skin, no abnormal observation and opinions were reported. Besides, such irritations as erythema, itch, & nettle rash on the tested skin was rarely observed after removal of the samples from the skin. Judging from the above test results, it is concluded that our adhesive strips do not bring about the skin irritation including erythema, itch, & nettle rash, but it is thought that the adhesive strips might induce just slight irritation on skin area, depending on skin types of individuals.

Event description:
The following event was addressed to us by our importer. Quote: dialysis clinic alleged they have pts with severe rashes. According to the facility administrator, the rashes resemble the tape/adhesive print of the adhesive strip with the exception of the gauze area. Add'l info has not been provided by the clinic. Unquote.